Manufacturer narrative:
Age of time of event: 18 yrs or older. Device is a combination product. (B)(6).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via right side. The 90% stenosed, 16 mm x 4.0 mm, denovo target leson was located in the left main coronary artery. A 4.00 x 16 mm synergy drug-eluting stent was advanced but failed to cross the lesion. The device was removed and it was noted that the distal stent strut was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.